Event description:
A cartridge change error was reported with the pump. Blood glucose levels did not exceed 500 mg/dl, indicating no severe adverse impact. The customer was guided by technical support through several steps, including inspecting the o-ring and cleaning the pneumatic tap area, ultimately allowing them to successfully complete the loading process and resume insulin therapy.